Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen the t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had completed the load process when a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was not impacted. The customer stated to have completed the load process wrong and had taken the cartridge out at the wrong time, shortly after the malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition, it was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. The customer stated that the cartridge was filled to the 2ml line and may have overfilled the cartridge (300+). The customer reloaded a new cartridge and the issue was resolved.